Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). The insulin pump was returned for a cosmetic damage located at the screen found. The insulin pump was received with a minor scratched window. The insulin pump was also received with a missing segment/partial display. Unable to perform the self test, active current measurement, sleep current measurement and displacement test due to missing segment/partial display. The insulin pump was cut open to perform visual inspection and found a cracked glass. No loose electronic components or moisture damage found on the electronic assembly, force sensor, motor and vibrator assembly noted. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and no missing segments/partial display noted. The insulin pump was able to navigate and continued testing. The pump passed the self test and no missing segments/partial display noted. In conclusion, the pump had a missing segments/partial display due to a cracked glass. Unable to lock a test p-cap into the reservoir compartment due to a missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip. The following were noted during visual inspection: a scratched case, a cracked keypad overlay, a broken belt clip rails and a pillowing keypad overlay. Cosmetic damage was confirmed located at the screen. Damaged retainer ring was confirmed. A missing segment/partial display was confirmed.

Event description:
Information received by medtronic indicated that the insulin pump was cracked. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.